Event description:
Boston scientific received information that right atrial (ra) lead had dislodged. This patient underwent a revision procedure and this product was explanted and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.